Event description:
A report was received stating that the endotracheal tube was deflating at the cuff after 3 hours in situ. No incident related medical sequela was reported.

Manufacturer narrative:
The suspect device was returned for product evaluation. During functional testing, the cuff was observed losing pressure. Visual inspection found a cut in the cuff material resulting in the loss of air pressure. A review of the device history records and related documentation showed no manufacturing issues. Device investigation was unable to determine how or what caused the damaged tracheostomy tube cuff.